Event description:
A physician reported that a patient underwent revision surgery to replace a xia 3 blocker which had migrated less than two-weeks after implantation. It is additionally reported that, at the time of implant, "it seemed that surgeon forget the final tightening."

Manufacturer narrative:
The device was not returned for evaluation. Device history records were reviewed for this lot and no relevant manufacturing issues were identified. Complaint history was reviewed and no similar complaints were identified for this lot. It was reported that it is possible the surgeon forgot to final tighten the blocker. The surgical technique guide requires that the blockers are final tightened to 12nm using a torque wrench. Failure to final tighten the blockers can lead to the blocker backing out of the screw. Other possible root causes include excessive post op activity, poor construct, patient fall, and/or poor bone quality. Device not returned.

Event description:
A physician reported that a patient underwent revision surgery to replace a xia 3 blocker which had migrated less than two-weeks after implantation. It is additionally reported that, at the time of implant, "it seemed that surgeon forget the final tightening."